Event description:
On (B)(6), 2011, a vns treating physician reported that he saw the vns patient for a routine clinical visit and the patient was experiencing an increase in seizures after being seizure free for years. Good faith attempts for additional information from the physician have been to no avail thus far. If further information is received, it will be reported.